Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient fell four to five times in a period of four to five days because of the ice. After falling the patient stated she felt a burning sensation at the implant site and it was tender to the touch. The patient had no stimulation sensation down one side but was able to feel stimulation on the other side. It was noted the patient experienced a loss of therapeutic effect and was also experiencing pain. The patient stated she needed to get the battery adjusted or something because it wasn¿t working. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) and the patient wanted the manufacturer¿s representative (rep) to be there. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).